Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results generated by the alinity I processing module for multiple patients. The samples were repeated on the same instrument, and normal results were obtained. The customer provided the following examples: patient 1 (45-year-old female): (B)(6) 2026 sid (B)(6): initial result = 56.6 ng/l. (B)(6) 2026 repeat results = <2.7 ng/l and <2.7 ng/l. Patient 2: (B)(6) 2026 sid (B)(6): initial result = 51.3 ng/l. Repeat results = <2.7 ng/l and <2.7 ng/l. Patient 3: sid (B)(6): no specific data provided for this sample. Per the alinity I stat high sensitivity troponin-I reagent package insert (04z21), the 99th percentile is 14.0 ng/l for females and 35 ng/l for males. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.